Manufacturer narrative:
Product ID: 8711, lot# n160643025, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from the manufacturing representative via the health care provider (hcp), regarding a male patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for non-malignant pain and spinal stenosis. It was reported that after a pump replacement on (B)(6) 2015, the patient traveled to (B)(6) and at some point, their incision opened up to where the pump and catheter were exposed. Both the catheter and pump were then replaced while the patient was in (B)(6). If additional information is received, this report will be updated.